Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Attempts were made to obtain additional information but were unsuccessful. Below are the results of the investigation: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review found pain and swelling and quite a bit of laxity ml and ap. Imaging suspicious for loosening, translucent line at the prosthesis bone interface progressive from previous x-rays in the femoral component and possibly tibial. Gallium scan demonstrated synovitis. Knee is found infected midyear 2020. Further medical records were not provided.. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reference report (s): 0001822565-2021-00659-1, 0001822565-2021-00656-1, 0001822565-2021-00660-1, 0001822565-2021-00659, 0001822565-2021-00656, 0001822565-2021-00660. Device remains implanted.

Event description:
It was reported that approximately 2-3 years post implantation, the patient reported ongoing and intermittent pain, swelling, and loss of range of motion of the right knee. Office notes reveal synovitis, ligament laxity, and radiolucency suggesting lucency. The surgeon has recently suspected infection and has indicated a two-stage revision, but one has not yet been scheduled. No further information has been provided.